Event description:
New information notes that the dft testing was scheduled but not yet performed. There was no patient symptoms and the patient condition was stable at all times.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic during follow-up, the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes and induction test was suggested. Device remains implanted.